Manufacturer narrative:
(B)(4). Fsr verified that the rtc chip was installed properly and that there were no bent pins. The original rtc chip was reinstalled but there was no change and the monitor still only displayed a white raster.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) would not boot up after the real time clock (rtc) chip was replaced and only displayed a white raster with colored streaks. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed white and colored vertical raster lines in the monitor during boot process. It was determined that hot melt glue on the dual in-line memory module (dimm) edge connector was the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The original touchscreen was not repairable. The field service representative (fsr) installed replacement central control monitor b (ccmb) touchscreen and verified operation. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.